Manufacturer narrative:
Qn#(B)(4). No sample or lot number was provided. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
While in use on a patient, it is reported as, "staple jamming". As a result, a 2nd stapler was used. Per the customer, it is unknown if any harm or injury was caused to the patient or what the current condition of the patient is.